Event description:
A report was received that the patient was experiencing discomfort around the scs system and was having a new pain at the right abdomen. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description:artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort around the scs system and was having a new pain at the right abdomen. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient is a non-bsc patient.